Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device displays the white screen and all the buttons besides the on/off button were inoperative upon power on, a lock up failure. There was no pt use associated with the event.